Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully completed the transseptal puncture and exchanged the transseptal sheath for the was. After inserting the was into the patient, the physician noted via fluoroscopy that there was an air embolism present. No intervention was performed, and the air dissipated within 30 seconds after being noticed. The procedure was continued and successfully completed with a closure device implanted in the laa of the patient. There were no other issues that occurred during the procedure. Post procedure the patient had aphasia and weakness, but fully recovered within an hour. The patient fully recovered from these events and was discharged from the hospital the next day. It was further reported that a watchman truseal access system was used during the procedure. The patient experienced a transient ischemic attack (tia) on the same day post procedure in addition to the air embolism.

Manufacturer narrative:
A1: patient identifier - updated. B5: describe event or problem - updated to account for tia and was used. D4: brand name, pro code, unique identifier (UDI)#- updated to account for truseal was used. G1: MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email- updated. H6: patient codes- added a tia patient code.

Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully completed the transseptal puncture and exchanged the transseptal sheath for the was. After inserting the was into the patient, the physician noted via fluoroscopy that there was an air embolism present. No intervention was performed, and the air dissipated within 30 seconds after being noticed. The procedure was continued and successfully completed with a closure device implanted in the laa of the patient. There were no other issues that occurred during the procedure. Post procedure the patient had aphasia and weakness, but fully recovered within an hour. The patient fully recovered from these events and was discharged from the hospital the next day. It was further reported that a watchman truseal access system was used during the procedure. The patient experienced a transient ischemic attack (tia) on the same day post procedure in addition to the air embolism. It was corrected that a watchman fxd curve access system was used, not watchman truseal access system.

Manufacturer narrative:
Sec d: brand name, unique identifier (UDI)#- updated to account for fxd curve was used.

Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician successfully completed the transseptal puncture and exchanged the transseptal sheath for the was. After inserting the was into the patient, the physician noted via fluoroscopy that there was an air embolism present. No intervention was performed, and the air dissipated within 30 seconds after being noticed. The procedure was continued and successfully completed with a closure device implanted in the laa of the patient. There were no other issues that occurred during the procedure. Post procedure the patient had aphasia and weakness, but fully recovered within an hour. The patient fully recovered from these events and was discharged from the hospital the next day.